Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump went to the prime and the fill cannula screen by itself. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2017 with the following findings: during investigation, a review of the black box and alarm history showed no activity outside of normal use. During testing, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no issues occurring. The original complaint of the random prime/rewind screen appearing was not able to be duplicated during investigation. There was no defect found.